Event description:
It was reported that the customer received a power source alert and experienced difficulty charging the pump after plugging the pump into a wall outlet. Customer's blood glucose ranged between 160-168 mg/dl. Reportedly, the customer continued using the pump for insulin therapy.